Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was discarded by the user facility and was not available for manufacturer evaluation.